Manufacturer narrative:
Multiple requests were made for additional patient details but no response was provided by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator displayed no waveforms during patient use. The device was then swapped out, with a delay of ten minutes, and the patient died. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. The fse reviewed the status log which showed no errors. The fse reviewed the patient event file which showed multiple leads on/off. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator displayed no waveforms and thus monitoring was interrupted; another device was used, and the patient died. Additional information has been requested.